Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2017-01550 was submitted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported cables failing. Further information from the customer indicated that an iniop was observed and lead set cables were replaced. No patient involvement was reported.